Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, air bubbles were noted in the cartridge patient line. Then, after filling the cartridge with 30 units of insulin, no drops of insulin were seen exiting the tubing. There was no impact to the customer's blood glucose level. It was indicated that the customer would change the cartridge and the tubing.